Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to drive shaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician noted that it required greater than thirty rotations to extend/retract the helix. It was noted that the helix jumped out especially when retracting which would cause tissue to be trapped in the helix. In addition, low sensing in several positions was observed partly due to tissue being trapped in the helix. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.